Event description:
It was reported that the subject device's spare lamp had turned on and main lamp stopped working. The issue occurred during an unspecified event. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been more than five (5) years since the subject device was manufactured. The device was not returned to olympus for inspection and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation since record that the actual device was sent from the facility cannot be confirmed, and detail condition of the actual device cannot be confirmed, cause of occurrence could not be presumed. Olympus will continue to monitor the field performance for this device.